Event description:
Customer reported a compromised force sensor system alarm. The customer also stated insulin was shooting out during a manual before the alarm occurred. Troubleshooting did not find any damage to the drive support cap. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, a broken belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.